Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Catheta area black foreign object."

Manufacturer narrative:
Investigation results clarification: the complaint regarding unintended material within the packaging was confirmed; however, the source and composition of the material could not be determined because it was inadvertently dislodged during the investigation and became unrecoverable. One photograph and a 20g insyte autoguard device were provided for evaluation. The device was received in opened packaging, and a black speck was observed on the IV catheter tubing. During handling and manipulation of the device, the material was inadvertently dislodged and could not be recovered for analysis. The needle was received fully retracted within the safety shield, which indicates that the device was manipulated after opening. As the device had been opened, it could not be determined with certainty whether the material was introduced during manufacturing or manipulation of the device in the clinical setting. There were no other similar complaints from the implicated lot. Complaints for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing-related issues. This information will be captured in trend reports and monitored regularly. The bd business team reviews collected data to identify any emerging trends and take appropriate action as needed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph and sample submitted for evaluation. Your reported issue of unintended material within the packaging was confirmed; however, the source and composition of the material could not be determined. One photograph and one 20g insyte autoguard were provided for investigation. The device was received in opened packaging and the material that was visible within the photograph was not present on the returned device. The material was visible on the needle cover and not in a critical location, such as the fluid path. The material was likely dislodged from manipulation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.